Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the ventilator display is intermittently turning on and off. There was no patient involvement related to the reported malfunction. It was further noted that the device was stored in an equipment room for a "long period" and had not been used or repaired recently.